Event description:
A malfunction alarm was reported, identified by a specific code, and the customer did not encounter notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing continued use of the pump without further recurrence of the malfunction code.